Event description:
Patient reported a left side "leakage" and "misshapen". Later, healthcare professional reported a left side rupture. Imaging results provided "evidence of capsular silicone extra adjacent to the implant, an implant fold contains fluid within it, and several areas of lobularity within the capsule of the implant itself. There is also silicone within an axillary lymph node." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, yellow particles in the shell, voids in the gel and crease fold. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma-late and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma, silione in lymph node.